Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to diabetes ketoacidosis. The customer also reported high blood glucose levels of 414 mg/dl. Manual insulin injections were administered on the customer. Troubleshooting was done. No additional information was provided.